Event description:
It was reported that the circular plastic piece broke on the product during the course of a surgical procedure. The broken piece fell on the floor and did not enter the surgical site. When this broke the customer was unable to gauge the depth of the needle in the pt's back. A back-up needle was retrieved and used to complete the procedure. There was no delay, no medical intervention and no adverse consequences to the pt related to the event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.